Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ pen needle was broken before use.

Event description:
It was reported that an unspecified bd¿ pen needle was broken before use.

Manufacturer narrative:
Describe event or problem: it was reported that an unspecified bd¿ pen needle was broken before use.

Event description:
It was reported that unspecified bd¿ pen needle was broken before use.

Manufacturer narrative:
Investigation summary: one photo of a 31 x 8mm pen needle was returned from lot. No. 4335335, cat. No. Unknown. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: visual examination of the returned photo was carried out and a cannula through shield was observed. Root cause description: root cause of this issue was incorrect loading of the shield to the hub at the shielding station. Rationale: CAPA (B)(4) was raised to address this issue.